Event description:
It was reported that during the implant attempt, the device would not pace once attached to the leads. The leads were tested and found to be working normally. The device was not used and a new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found. Visual analysis revealed that preliminary and functional results both confirm the device paces within test limits.